Event description:
It was reported that the customer was treated by the paramedics due to a low blood glucose of 37 mg/dl. The caller stated that he had difficulty waking up the customer this morning due to her low blood glucose levels. The caller also stated that she was recently in the hospital for rehab due to something not diabetes related. It was stated that the customer was taking seizure medication, and she had a bad reaction. The caller stated that the insulin pump was removed, and the customer was treated with long acting and fast acting insulin. It was stated that this, along with not having any food, may have been the reason for the reaction. The caller stated that he would be contacting the hcp to review the insulin pump settings. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.